Event description:
It was reported that the patient presented to the hospital for a lead revision procedure due to the right ventricular (rv) lead dislodgement. The rv lead also had high capture threshold and decreased r-wave sensing measurement. The dislodgement was confirmed through chest x-ray. Meanwhile, the right atrial (ra) lead was noted to have its slack pulled back and the pulse generator had rotated due to patient's twiddler's syndrome. The rv lead was explanted and replaced, and the ra lead had its slack added and remained implanted. The patient was stable throughout the procedure.